Event description:
The customer reported a "saturation" fault error during a dynalyzer calibration. No pts involved. The system was not down.

Manufacturer narrative:
The ge svc rep removed and replaced the battery pack assembly. Completed a dynalyzer calibration per oec instructions. The unit runs as intended.